Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to the coils being stretched and producing low r waves. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough analysis was completed. Analysis was completed and reviewed. Analysis was able to confirm the reported observations of coil stretched and the insulation pulled back. The pulled back insulation was determined to likely be a result of lead to lead contact.